Event description:
It was reported that the patient was hit on her head over the implant zone during (B)(6) 2012. The patient's speech processor was broken during the incident and she had no access to sound. In (B)(6) 2013, the patient speech processor was checked and fixed, allowing the patient access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.